Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va1079q, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The consumer reported that the health care professional (hcp) used glue instead of sutures and the incision came back open. They could see the device and it ruptured the skin. There was no sign of infection or symptoms. The patient was going to have it removed but she was not sure if they were removing the ins only or the lead as well. She was told they will re-implant in 2-3 months. There was an incisional opening at the ins site and it was indicated to be a sudden change in therapy/symptoms. There was also bleeding from the ins site but no other symptoms. The indication-for-use (IFU) was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. If additional information is received, a follow-up report will be sent.